Event description:
It was reported that the pump exhibited a watch dog failure error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review . A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in excellent condition. Primary audible alarm post and auxiliary control unit (acu) watchdog failure as sympathy alarm to primary alarm found in pump event history log. During functional testing the reported issue was unable to be duplicated. The root cause was unable to be determined. Replaced speaker as preventive measure and performed power up process and all the functional tests passed. A corrective and preventative action has been opened to address the reported issue.